Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers reported via phone call that they experienced severe hyperglycemia. The customer¿s blood glucose level was over 300 mg/dl, 308 mg/dl and 400 mg/dl accompanied by nausea. The insulin pump will not be returned for analysis.